Event description:
As stated by the customer 2012-(B)(6): shower trolley broken - stretcher asmy broken at the area where one side rails attach, replaced stretcher asmy, unit operates to specs. This equipment was voluntarily tagged out for service by the customer and not used with pts; it is unlikely there was any potential for injury.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (B)(4) on behalf of the MFR arjo (B)(4). (B)(4). Add'l info will be provided following the conclusion of the MFR's investigation.